Event description:
The reporter indicated that an implantable collamer lens of unknown model and power was implanted into the patient's right eye (od) on an unknown date. Reportedly excessive vault was observed. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.00/1.0/101 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to excessive vault. On the same day different surgery a replacement lens of shorter length was implanted and the problem resolved. Cause reported as device. D6a- (B)(6) 2022. D6b- (B)(6) 2022. Claim# (B)(4).